Manufacturer narrative:
One syringe infusion pump was returned for evaluation. Visual inspection of the device found hand written serial number label on the bottom case. Upon review of the pump event history log, syringe plunger not in place was noted. Syringe plunger not in place was found during functional testing and failed syringe plunger sensor test. Plunger board found to not operate as intended.

Event description:
Information was received that device syringe plunger not working. No adverse effects reported.